Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of uterine prolapse and stress urinary incontinence. It was reported that after implant, the patient experienced cystocele and rectocele. Treatment includes revision surgery.